Event description:
As reported via the empower study, a (B)(6) female (subject (B)(6) with a history of hypertension grade 3 (high risk) underwent stent-assisted coil embolization of an unruptured internal carotid artery (ica) on (B)(6) 2021 and experienced recurrence of the aneurysm on (B)(6) 2021. No action was taken. The event has not resolved. Per the principal investigator (pi), the event was mild in severity, not related to dual antiplatelet therapy and not likely related to the study device and study procedure. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 5.34mm and neck width 4.86mm. The parent vessel diameter was 3.93mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 23mm enterprise 2 vascular reconstruction device (vrd) (encr402300/5852785) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure assessment showed raymond-roy score of class I: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2021 revealed hunt & hess grade 0 and modified rankin scale (mrs) score of 0. Digital subtraction angiography performed at the 180-day (6-month follow-up visit) on (B)(6) 2021 showed raymond-roy score of class iii: residual aneurysm (contrast filling in aneurysm body). Hunt & hess grade was 0 and mrs score was 0. There was no evidence of aneurysm rupture or in-stent thrombosis/stenosis. Raymond-roy score at the 1-year-follow-up visit was unchanged.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Patient identifier: (B)(6). The enterprise stent remains implanted and is thus not available for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5852785. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 10-jun-2022 indicating that the patient is still in the state of recurrent intracranial aneurysm. The patient was not symptomatic as a result of recanalization and the recanalization was not treated. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the empower study, a 51-year-old female ((B)(6)) with a history of hypertension grade 3 (high risk) underwent stent-assisted coil embolization of an unruptured internal carotid artery (ica) on (B)(6) 2021 and experienced recurrence of the aneurysm on 11-sep-2021. No action was taken. The event has not been resolved. Per the principal investigator (pi), the event was mild in severity, not related to dual antiplatelet therapy, and not likely related to the study device and study procedure. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 5.34mm and neck width 4.86mm. The parent vessel diameter was 3.93mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 23mm enterprise 2 vascular reconstruction device (vrd) (encr402300/5852785) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. The immediate post-procedure assessment showed raymond-roy's score of class I: complete obliteration. A routine neurological examination performed prior to discharge on (B)(6) 2021 revealed a hunt & hess grade 0 and a modified rankin scale (mrs) score of 0. Digital subtraction angiography performed at the 180-day (6-month follow-up visit) on 11-sep-2021 showed a raymond-roy score of class iii: residual aneurysm (contrast filling in aneurysm body). Hunt & hess grade was 0 and mrs score was 0. There was no evidence of aneurysm rupture or in-stent thrombosis/stenosis. Raymond-roy's score at the 1-year-follow-up visit was unchanged. The enterprise stent remains implanted and is thus not available for evaluation. Additional information received indicated that the patient is still in the state of recurrent intracranial aneurysm. The patient was not symptomatic as a result of recanalization and the recanalization was not treated. The device remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5852785. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm recanalization is a known potential complication associated with the enterprise vrd and stent-assisted coil embolization procedures. Review of the available information does not allow for an exact determination of root cause; however, factors which may have a correlation with recanalization following this type of procedure include neck size, packing density, and inflow angle. There is no evidence to suggest a device defect or quality issue. Aneurysm recanalization is a condition requiring additional intervention or retreatment or can be reasonably expected to result in medical or surgical intervention, including hospitalization. Furthermore, the relationship of the enterprise 2 stent to the reported aneurysm recanalization cannot be excluded. Thus, the event is considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.